Event description:
Same case as MFR#: 2134265-2009-05666. It was reported that during a percutaneous coronary intervention (pci) procedure, two balloon ruptures occurred. The target lesion was located in a heavily calcified, unspecified vessel. When using an apex balloon catheter, the balloon ruptured. This occurred twice during the same case. The physician was able to achieve adequate results without having to use another balloon. No pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, k a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).